Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown issue with the bolus delivery feature of the pump. The customer declined to perform troubleshooting or provide information regarding the reported issue. There was no reported impact to the customer's blood glucose level.